Event description:
On 09-nov-23, nurse assist received a complaint via phone from (B)(6) of the following event description from nurse assist customer service e-mail: this customer had surgery on her finger. She was given this product from her doctor. She used this product from 2 times a day for at least a month. She almost lost her finger because of a bacteria. She wants to know what bacteria was in our product. She will be sending pictures. She used several bottles but this was the one she currently had listed below, and the other bottle was not even ours but it was a medline product rdi30296.